Event description:
Sometime last week, date unknown, customer woke up in the morning and took customer's set amount of 70/30 (50u am). Customer then had breakfast. Two hours later, customer was having symptoms of blurry vision. Customer tested blood glucose and obtained a blood glucose of 11 (this was the first time customer's blood glucose had read that low before). Customer panicked and immediately called the paramedics. When the paramedics arrived they tested customer's blood glucose on their meter and obtained a 308. Customer was not treated or taken to the ER. Customer called md after the paramedics had left. Md advised customer to come into the clinic. Md evaluated customer and found out customer had a stomach virus and that was why customer had an elevated blood glucose readintg. He gave customer's medications for stomach virus. Customer received the new meter and claims it works fine. This was the first time customer had obtained a blood glucose in the 300's. Customer's blood glucose readings usually run in the mid 130's. Customer's strips, customer claims had been kept in the vial at all times. Customer had already sent subject meter back to lfs. Customer claims customer does not smear blood on the test strips and does not have difficulty getting a nice hanging drop on the test strip customer is currently using a new batch of test strips and does not have any more of the subject lot# of test strips. Customer's blood glucose readings are back in the 130's and customer is comfortable with the new meter.